Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger. Product ID 97745 lot# serial# (B)(6) (B)(6) product type programmer, patient. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they had difficulty recharging their ins, they couldn't recharge their ins battery to 100%, and they experienced longer ins charge times since several weeks ago. Pt added they saw the "battery low, recharge controller soon" message when recharging their ins even when their controller battery was fully recharged.  Pt noted they would be recharging their ins with excellent quality, but they would switch to poor recharge quality. Troubleshooting was unable to be performed as the pt didn't have their recharger antenna (rtm), but they had the controller. Additional information was received from a patient (pt). It was reported that they had ongoing and intermittent issues charging their implanted neurostimulator (ins). Pt said they got a "no device found" screen and pt said when they got this screen, they removed the li battery pack 3-4 times and were eventually able to charge their ins. Pt mentioned charge times had increased dramatically. During the call, pt inspected the recharger antenna (rtm) cord and plug, but no noticeable damage was detected. Pt said the cord looked a little white by the paddle and discolored. Pt then noticed one of the pins in the controller port looked a bit worn down and as not as raised as the rest. Pt did mentioned the li battery pack was replaced in the past and pt did have issues with the door fitting over the li battery pack, but pt did not remember if they had swapped battery doors from the dummy controller. A replacement controller was sent out. No symptoms were reported. Additional information received from the patient. Patient called back and stated the replacement controller didn't resolve their charging issue and now where the wire met the paddle and the relay box was getting hot when charging the implant. A new recharger was requested.

Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6), was returned for analysis. Analysis found a recharger telemetry module (rtm) failure; it was stuck in passive recharge mode. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.